Event description:
It was reported the pt had not used the device for 3 years. On (B)(6) 2010, the pt wanted to turn on the device, however, the battery was depleted. A physician mode recharge (pmr) was done and the recharging screen appeared after an hour. The pt recharged for 5 hours with 8 boxes, but was unable to get the battery level to increase. On (B)(6) 2010, the battery could not be read and just showed the discharge screen. The pt was instructed to continue to recharge the device. The device was explanted and returned to the MFR (B)(6) 2011. No further info was provided for the explant. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.